Event description:
Jaw of integra jarit winer grasper broke off inside patient while in use during laparoscopic cholecystectomy unable to retrieve. Dates of use: (B)(6) 2010. Diagnosis or reason for use: cholecystectomy.